Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient developed erythema (redness) and localized inflammation/puffiness at the sensor needle puncture site. The reaction subsequently expanded to the full size of the sensor patch perimeter, prompting premature sensor removal. On an unspecified later date, they consulted her physician, who indicated that the symptoms may have resulted from a bent sensor wire potentially occurring during the patient¿s gym activities, though there is no report this was the definitive cause of the reaction. There was no report of lab testing or diagnostic imaging procedures, but the patient was prescribed an unspecified antibiotic medication to address the reported symptoms. At the time of reporting, no photographs were provided, and the parent stated the insertion site had fully healed following treatment. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.